Event description:
Philips dreamstation 1 recall. There were black participles in heating tube when I cleaned it. There are still foam particles visible in the blower/water tank housing. CPAP finally replaced (B)(6) 2022 with new model. Philips claimed there should not be particles unless I cleaned it with ozone cleaners. I never used ozone, but I still noticed problem with foam breakdown.